Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The 2x2 orbit mini complex fill coil did not detach using the trufill dcs syringe ii. The alternative detachment method was attempted. The coil remained attached to the delivery system when removed from the patient. The syringe had not been used with other devices prior to the event; it had not previously exceeded the green zone. No attempt was made to use the same syringe with subsequent coils. No damages were noticed on the coil delivery system or leaks noticed in the coil delivery system luer hub, syringe connection section, or any section of the of either device during use or after use. A dedicated saline source was utilized to fill the syringe, and a constant and dedicated saline source was utilized at all time through the microcatheter. No further information was available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was unzipped without damages. Support coil and gripper were out of the introducer. Embolic coil was not provided for evaluation, it was previously detached. Kinks were noted in the hypotube and support coil. Gripper and purge hole were inspected under microscope and no anomalies were noted. Functional test could not be performed since the embolic coil of the device was previously detached and was not provided for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13455333 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure of the orbit coil to detach could not be evaluated since the coil of the returned device had already been detached. There was no evidence of damage on the returned delivery system contributing to the event. The cause of the kinks on the support coil cannot be conclusively determined. There is no indication that they are related to the manufacturing process and based on the report that there were no damages noted to the system, it appears that they may have occurred secondary to post procedure handling. Inspections are in place to prevent damages of this type from leaving the facility. No conclusion regarding root cause can be made; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was unzipped without damages. Support coil and gripper were out of the introducer. Embolic coil was not provided for evaluation, it was previously detached. Kinks were noted in the hypotube and support coil. Gripper and purge hole were inspected under microscope and no anomalies were noted. Functional test could not be performed due to the embolic coil was previously detached and was not provided for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13455333 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "coil - failure to detach" could not be evaluated due to the embolic coil was previously detached and was not provided for analysis. According the analysis performed there was no evidence of damage in the device that can contributed to the reported failure. The cause of the kinks in the support coil and hypotube could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing system. Inspections are in place that prevents these kinds of damages leaving from the facility. In addition per (B)(4) investigation the customer state that "were any damages noticed on the coil delivery system? No". The cause of the failure experienced by the costumer could not be evaluated and the cause remains inconclusively and undetermined; therefore no corrective actions will be taken at this time additional information will be submitted within 30 days of receipt.

Event description:
During treatment of rupture aneurysm embolization procedure, the orbit mini complex fill 2x2 and the trufill dcs syringe ii did not detach. The same syringe was not use with other products, and no other coils were deployed. No damages were noticed on any section of the syringe. Prior to the failure to detached, the syringe was not taking past the green zone, position 3, or the red zone was exceeded. After the failure, the alternate detachment zone was utilized. A dedicated saline source was utilized to fill the syringe, and a constant and dedicated saline source was utilized at all time through the microcatheter. No damages were noticed on the coil delivery system or leaks noticed in the coil delivery system luer hub, syringe connection section, or any section of the of either device. After removal, no other damages were noticed on the delivery systems, coil or syringe, and the coil remained attached to the delivery system. No further information was available.